Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred and an o-ring was left on the pneumatic tap. The customer removed the o-ring from the pump, successfully loaded a new cartridge and resumed insulin therapy. Customer's blood glucose level was 120 mg/dl.